Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate and was confirmed inoperable after the patient underwent physical therapy approximately a month ago where a transcutaneous electrical nerve stimulation (tens) unit was used as treatment. As a result, surgical intervention is pending to address the issue.

Manufacturer narrative:
Corrected data: after further product investigation, this device is no longer attributed to 1627487-06022017-001-c. The damage was caused via em interference and not electrocautery during a surgery.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Effective therapy was reportedly restored postoperatively.